Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, both devices got stuck, the clip was stuck. Two devices misfired. It is unknown how the procedure was completed. No adverse consequences reported.